Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the uretero-reno videoscope had an air/water leak. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, foreign material from the channel tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to a pinhole on the channel tube, water tightness was lost; the control unit was sticky due to water leakage; the adhesive on the distal sheath, video cable, control unit, switch box and the universal cord were discolored; the video connector case was deformed; the image guide protector had a scratch; due to damage, the angulation lever did not move smoothly and made an abnormal sound. The investigation is ongoing and follow-up with the user facility is currently being performed for additional details relating to the patient, event, and device cleaning. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.